Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the forceps elevator had foreign material due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that leakage was coming from the bending section cover due to pinching, causing a loss in water tightness. Also, it was observed that the bending section cover had a cut due to a handling issue. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that the suction cylinder was shaved with a cleaning brush due to a handling issue. It was also observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, it was also observed that the play in all directions was out of standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: objective lens, connecting tube, scope connector cover, scope connector, grip and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera ii duodenovideoscope to the service center. During a standard inspection and estimation of the returned device, the forceps elevator had foreign material. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.